Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent. Batch #unk.

Event description:
It was reported that during an unknown procedure, the clamping force of the jaws became lower than expected and the blade was broken off outside the patient while it was being wiped by a scrub nurse. No pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient. No device will be returning.